Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and an alarm log review identified the f-74 alarm. This alarm was caused by a loose encoder wheel. The encoder wheel was adjusted in order to fix the reported condition. The pump passed all testing and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump experienced an f-74 alarm. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.